Manufacturer narrative:
The pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to confirm motor error alarm and unable to perform any tests due to the motion sensor test failure alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not able to complete the rewind process. Customer had a high blood glucose of 400 mg/dl and treated. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.